Event description:
It was reported that the pt experienced intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for evaluation. External equipment was exchanged. However, the reported problem was not resolved. On 07/05/06, the pt was seen by a co representative for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's device has been scheduled.

Event description:
The pt was seen at the center for device evaluation. Testing performed confirmed out of range electrode impedances. Programming adjustments were made. However the problem was not resolved. The pt has reportedly experienced no lock between the external equipment and the cochlear implant. Surgery to explant the pt's c1 device is to be scheduled.